Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated with the event: battery / (B)(4) / model # 1650de / exp. Date: 31jul2018. Device available for evaluation: yes. Device evaluated by manufacturer: no. Mfg. Date: 31jul2017. Labeled for single use: no. (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 31jul2018. Device available for evaluation: yes. Device evaluated by manufacturer: no. Mfg. Date: 31jul2017. (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 31aug2018. Device available for evaluation: yes. Device evaluated by manufacturer: no. Mfg. Date: 31aug2017. Labeled for single use: no. (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 31jul2018. Device available for evaluation: yes. Device evaluated by manufacturer: no. Mfg. Date: 31jul2017. Labeled for single use: no. (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 31jul2018. Device available for evaluation: no. Device evaluated by manufacturer: no. \ mfg. Date: 31jul2017. Labeled for single use: no. (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 31aug2018. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 31aug2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching incidents in several occasions. The controller and six batteries were exchanged since these were suspected to be associated with the reported event. No alarms have been recorded after the devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Return date: 2018-02-19. Product event summary: one controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and four batteries passed functional testing. The batteries passed visual inspection; however, the controller was noted to have hairline cracks in the proximity of the power port connectors one and two. This is an additional observation not related to the reported event. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed several premature power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. An internal investigation is open evaluating momentary disconnections. An internal investigation is open evaluating hairline cracks around power ports on the controller housing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.